Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release.

Event description:
Report 2 of 2. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports additional molecular fps occurred on (B)(6) 2023 sequence # (B)(4) bactec sn: (B)(6) bcid2, cat # rfit-asy-0147, lot# 2088722 biofire was a dual positive - staph spp. And c. Tropicalis only coagulase negative staph grew in culture gram stain was gram positive cocci no discrepant results reported confirmatory testing was gram stain and culture."

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient imapct reported. The following information was provided by the initial reporter: "customer reports additional molecular fps occurred on (B)(6) 2023. Sequence # (B)(6). Bactec sn: (B)(6). Bcid2, cat # rfit-asy-0147, lot# 2088722. Biofire was a dual positive - staph spp. And c. Tropicalis. Only coagulase negative staph grew in culture. Gram stain was gram positive cocci no discrepant results reported confirmatory testing was gram stain and culture."